Event description:
It was reported that a patient underwent a thyroidectomy on an unknown date and topical skin adhesive was used. The patient experienced a rash around the incision. The topical skin adhesive was removed. However, the rash spread to the patient&apos;s face. Additional information to be requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.